Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2014-01846. It was reported that during an anterior tibial angioplasty treatment procedure, removal difficulties occured. Vascular access was obtained via the femoral artery. The totally occluded, non-tortuous and calcified lesion was located in the anterior tibial. A 300cm v-14 control wire guide wire and a rubicon 14 guide catheter were selected. Some resistance was noted advancing guide wire into rubicon catheter at the hub and advancing the device across the lesion. Difficulty was encountered removing device. The guide wire got stuck on rubicon catheter while removing and the tip of the v-14 guide wire sheared off. The physician had to snare the tip of the wire out of the patient¿s leg. No further patient complications were reported and the patient¿s status is fine.